Event description:
Healthcare professional reports 4 fiber leaks noted by visible blood in the dialysate compartment at the onset of the patient treatments. New disposables were used to continue the treatments without incident. No patient injury or needed medical intervention was noted by healthcare professional. All dialyzers were reused between 4 to 6 times. The dialyzers are processed both on a renatron reuse device and a mangual reuse sink. The manual reuse sink does not have a pressure gauge or regulator on it.